Event description:
It was reported that prior to the implant of a transcatheter valve, the 18 french (fr) non-medtronic introducer sheath would not advance. Therefore, endovascular therapy (evt) was performed using a 7 millimeter (mm)/40 mm non-medtronic balloon; however, the balloon ruptured. The evt was repeated using a second balloon, but the 18 fr sheath would not pass through. An intravascular ultrasound (ivus) was performed to measure the diameter of the blood vessel, and the common iliac artery (cia) was measured to be 5 mm. A 9 mm non-medtronic (vbx) stent graft was placed; however, the 18 fr sheath would not pass again. An evt was performed again from the cia to the external iliac artery (eia) using a 7 mm/40 mm non-medtronic balloon, and contralateral access was changed to a non-medtronic guidewire. A 7 mm non-medtronic stent graft was placed in front of the stenotic site of the cia; however, the 18 fr sheath would not pass again. Therefore, the sheath was replaced with a new non-medtronic introducer sheath which was able to pass. Following delivery catheter system (dcs) insertion, the dcs would not advance and the main access was changed to a non-medtronic guidewire. The dcs would still not advance, and the patient's blood pressure decreased to a systolic pressure of 40. A contrast study was performed that revealed vascular damage from the right cia to eia, and another 7 mm non-medtronic (vbx) stent graft was placed. The patient's blood pressure did not return to normal, and the hemorrhaging increased to the extent that it spread to the abdominal cavity; therefore, surgical repair was performed. The stent graft was reconstructed and a synthetic graft was inserted. Additional information was received indicating that the delivery catheter system (dcs), the non-medtronic introducer sheath, and the guidewire could not be ruled out as contributing factors to the vascular injury. Per the physician, the cause of the vascular injury was the attempt to force the dcs to advance through the patient's anatomy despite encountering difficulties. The valve was not implanted in the patient prior to the patient's safe discharge from the hospital.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evolutfx-34 (serial: (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, the 18 french (fr) non-medtronic introducer sheath would not advance. Therefore, endovascular therapy (evt) was performed using a 7 millimeter (mm)/40 mm non-medtronic balloon; however, the balloon ruptured. The evt was repeated using a second balloon, but the 18 fr sheath would not pass through. An intravascular ultrasound (ivus) was performed to measure the diameter of the blood vessel, and the common iliac artery (cia) was measured to be 5 mm. A 9 mm non-medtronic stent graft was placed; however, the 18 fr sheath would not pass again. An evt was performed again from the cia to the external iliac artery (eia) using a 7 mm/40 mm non-medtronic balloon, and contralateral access was changed to a non-medtronic guidewire. A 7 mm non-medtronic stent graft was placed in front of the stenotic site of the cia; however, the 18 fr sheath would not pass again. Therefore, the sheath was replaced with a new non-medtronic introducer sheath which was able to pass. Following delivery catheter system (dcs) insertion, the dcs would not advance and the main access was changed to a non-medtronic guidewire. The dcs would still not advance, and the patient's blood pressure decreased to a systolic pressure of 40. A contrast study was performed that revealed vascular damage from the right cia to eia, and another 7 mm non-medtronic stent graft was placed. The patient's blood pressure di d not return to normal, and the hemorrhaging increased to the extent that it spread to the abdominal cavity; therefore, surgical repair was performed. The stent graft was reconstructed and a synthetic graft was inserted.